Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 347mg/dl. Troubleshooting was performed. The settings on the insulin pump were correct. Ran a fixed prime test and the insulin exited. It was stated that the customer had several bent cannulas in the last few days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.